Event description:
The user facility reported that a significant amount of resistance was encountered as the physician was attempting to remove the sheath from the patient. Reportedly, there was a large amount of scar tissue at the access site, which caused the user to apply significant force to pull the sheath back across the bifurcation of the graft. Subsequently, a cut down into the groin was performed to facilitate removal at which time the distal portion of the sheath became separated. The entire sheath was removed, the procedure was completed successfully with a second sheath and the patient has been discharged to home. Additional event specific information was not available.